Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024, when the physician was leaving a dialysis catheter in place at the patient's bedside, he found that there was a quality problem with the supplies used (the front of the flaring sheath was roughly made and bent, making it impossible to place the catheter smoothly), and he immediately replaced it with a new supply and re-instated the patient's dialysis catheter. No other information was provided.